Event description:
It was reported that the pt rec'd ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt reported that he was experiencing hypoglycemia following meals. The pt stated that the paramedics advised that he did not consume an adequate amount of carbohydrates for the amount of insulin administered. The pt also reported that he did not count carbohydrates and administered the same amount of insulin with each meal. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusion can be made at this time.